Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances at this first visit to the clinic since implant over a year ago. It was noted that the first instance of this occurred just a few months post implant, but since the patient hadn't been seen no one was alerted to this issue. There are no plans for intervention at this time the patient will continue to be monitored. To date, no adverse patient effects have been reported.